Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. A diagonal split was noted at the proximal end of the catheter and the edges of the diagonal split appeared smooth. The investigation is confirmed for the reported catheter break and leak issue and identified deformation and wear problem, as two circumferential splits were noted approximately 3.3 cm and 3.9 cm from the distal end of the cath-lock. The edges of both circumferential splits were jagged with granular and rounded. Upon infusion of the port body with attached catheter segment, leaks from both circumferential splits were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and three months post port placement, the catheter allegedly leaked. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year three months post port placement, the catheter allegedly leaked. It was further reported that the port system was removed. There was no reported patient injury.